Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 2 months post implant of composix kugel mesh, patient was diagnosed with bacterial infection, hernia recurrence, abscess, impaired healing, fibrosis and migration thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection and hernia recurrence as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jun-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. (B)(6): the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6)2011 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, "a hernia was seen into the subcutaneous tissue. Adhesions from prior repair was present. Densely adherent sac was opened and the sac was dissected. The defect was seen and a composix kugel mesh was placed and sutured." (B)(6)2012 - patient was diagnosed with recurrent incisional hernia, abscess and non-healing wound thereby underwent debridement of anterior abdominal wall wound and removal of composix kugel mesh. Per operative notes, "a suture with draining purulent in the anterior abdominal wall and this was excised. The mesh had pulled away and was a recurrent hernia noted, the mesh was removed along with the area of granulation. The area was debrided." Attorney alleges that the patient had pain, seroma, persistent infection, need another revision soon and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."